Event description:
It was reported that during a da vinci-assisted surgical procedure, after the customer changed out to the new backup instrument, a ¿release the pressure" message was displayed and the harmonic ace instrument did not operate. The instrument blade was broken during the test. There was no report of fragment(s) falling inside the patient. The procedure was completed with the vessel sealer extend instrument. There was no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the procedure was completed robotically. No fragment fell into patient. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "blade was broken." Failure analysis found the primary finding of blade broken to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.176¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.